Event description:
It was reported from the patient's family, following the implant of this transcatheter aortic bioprosthetic valve, the patient suffered a cerebral vascular accident. The patient was in the intensive care unit and died five days later. No further information will be made available.

Manufacturer narrative:
A. Select Patient Information cannot be included in the Regulatory Report due to regional privacy regulations.  D10. The DCS is a concomitant device, but is also a system reported device as the DCS cannot be excluded as a contributing factor to the adverse event and meets the reporting requirements in 21 CFR 803: Medtronic Brand Name: EVOLUT FX DCS; Product ID: D-EVOLUTFX-34; Lot #: Unknown; Manufactured Date: Unknown; Use Before Date: Unknown; UDI #: Unknown: FDA Site ID: 9612164 Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.